Manufacturer narrative:
(B)(4). Investigation is in progress.

Event description:
Description according to complainant: an (B)(6) female underwent a repair procedure for a type b dissection. The physician confirmed the procedure went well and dissection looked to be treated. An hour after the procedure, the patient died in post operative care. It appears to be due to a retrograde type, a dissection that was not present before of during the procedure. The patient expired.